Manufacturer narrative:
(B) (4). The ge svc rep found a break in the cable. He replaced the cable. The system now functions as intended.

Event description:
The customer reported that the system dap did not display on the system. No pt injury was reported.